Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that during the procedure, we found the coil detached and doesn't work. No additional information is available at this time.

Event description:
It was reported that during the procedure, we found the coil detached and doesn't work. No additional information is available at this time.

Manufacturer narrative:
The investigation of the returned device found the coil kinked at the proximal and distal sections; however, the coil was still attached to the pusher. The pusher hypotube was found kinked at the middle and bent at the proximal end. The unit passed continuity and resistance testing; furthermore, the implant detached on first attempt using an in-house controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strengths.